Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had unexpected elevated blood glucose (bg) levels for the past few months up to 267 (mg/dl). Boluses via the pump was delivered to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.